Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-may-2023. H6: investigation summary: a complaint of drip chamber not being able to be primed was received from the customer. A sample was returned for investigation. Through visual inspection, a kink was noted under the drip chamber where it connects to the tubing. The set was attempted to be primed, and fluid would not flow past the drip chamber. The defect was confirmed. Potential lot numbers were determined using the smartsite ids on the sample. The device history review was completed for these potential lots. A device history record review for model 2441-0007 lot number 22045372 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 06apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2441-0007 lot number 22045373 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 07apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2441-0007 lot number 22045596 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 08apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2441-0007 lot number 22045763 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 13apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. A review of the manufacturing process was completed were potential causes for this defect were determined. The potential root causes were determined to be damaged raw material, excess solvent added to connect the two components, the coiling process and human error. The most likely cause of the defect on the sample returned is the coiling process. If the set is not coiled properly or done too quickly after assembly, it can create the kinks seen.

Event description:
It was reported while using bd alaris pump module smartsite infusion burette set the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported albumin spiked to prime through buretrol tubing. Unable to prime smaller chamber, concerns for defective tubing.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion burette set the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported albumin spiked to prime through buretrol tubing. Unable to prime smaller chamber, concerns for defective tubing.